Event description:
The account alleges the head side rail is broken and will not latch. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.